Event description:
Caller reported a cartridge alarm occurring during pumping, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer switched to multiple daily injections as backup therapy. Technical support confirmed the consecutive cartridge alarms and arranged to send a replacement pump, instructing the caller on returning the malfunctioning pump.